Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance.

Event description:
It was reported that the pacemaker exhibited sudden battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.